Event description:
Device was returned for repair with a blocked housing. During repair, technician found several parts needed replacing. This is report 1 of 1 for #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the trigger was jammed and blocked due to normal wear of components. Maintenance was conducted replacing various components and the device returned to customer on (B)(4) 2013. The complaint is indeterminate. Placeholder.